Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of a therapeutic ureteroscopy with laser lithotripsy procedure, the micron fiber broke at the attachment of the soltive laser system, resulting in a spark and fire. An identical new fiber was used as a replacement, but it resulted in a fire when it broke inside the cystoscope. The user sustained a minor first degree burn to the finger through the scope and after a cold application to the burn, was able to complete the procedure successfully using a similar non-olympus device. There was a patient involved but no report of patient harm at the time of the event. This complaint is related to: patient identifier (B)(6) (tfl-fbx200s fiber 1); patient identifier (B)(6) (tfl-fbx200s fiber 2).